Event description:
It was reported that during a device change-out, the right atrial (ra) lead set screw would not come out. The physician tried several times to remove the ra lead from the device but was unsuccessful. There were no adverse health consequences; the patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of being unable to loosen the atrial setscrew was confirmed. Analysis revealed epoxy was found in the atrial connector block threads, which resulted in the reported stuck setscrew event. The observed epoxy found in the threads was caused by a manufacturing anomaly.